Manufacturer narrative:
Although requested, the affected product has not been received; the customer has elected to not return any devices and has declined an investigation.

Event description:
The customer reported that a patient went into cardiopulmonary arrest after a family member administered a pca bolus dose. The patient was given narcan during resuscitation efforts in an attempt to reverse the effects of the drug, however there was no response. The patient was transferred to ICU; the effect of the intervention and eventual outcome of the patient has not been provided by the customer. The customer does not allege a pca malfunction; immediately following the event the hospital pharmacist confirmed that the device was programmed correctly per the physician order, and found no discrepancy in the remaining volume in the syringe when compared to the volume delivered by the device. No further information is available, nor will any additional information be released by the customer.

Manufacturer narrative:
Correction initial reporter address.